Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced gaps in data that occurred on (B)(6) 2016. No additional event or patient information is available. It was reported that the sensor was inserted at the arm on (B)(6) 2016. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.